Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a nonspecific product performance anomaly. Subsequently, this lead was explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.